Event description:
During routine check after installing new batteries, the biomedical engineer noticed a buring smell coming from the console. A "self test" failure indicating an "adc data 8" error was illuminated. Telephone troubleshooting isolated the cause of the symptoms to a burned etch on the analog I/o board. No patient involvement.